Event description:
It was reported, patient experienced an infection. Pump was removed until the infection was gone. The drug being used in the pump was fentanyl. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), product type catheter. (B)(4).